Manufacturer narrative:
Unit was received with cracks on the transmitter case. . In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication could not be confirmed. However, the complaint of holes in the casing is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to the transmitter, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and the customer requested to run tester procedure for the transmitter and is not calling back after being advised to fully charge transmitter. No damage was reported to the transmitter. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device will be returned.